Manufacturer narrative:
(B)(4). Date sent: 8/10/2016. Batch # m90z2r. The analysis found that the mcm30 device was received with the tip of cartridge cover tabs broken and empty. In addition, the broken piece of the cartridge cover tab was returned in a plastic bag. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). No conclusion could be reached as to what may have caused the reported incident. Possible causes for the found condition of the cartridge cover tabs may be hit a hard object or placing stress on a hard object. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained:there were 2 issues with the device: there was an issue for loading the clips (meaning ¿the first clip couldn¿t reset¿ )the device fired clips that were malformed

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a mammectomy procedure, the clamp didn't work. It ejected malformed clips. The patient's surgery was for a mastectomy and dissection. Another like device was used to complete the procedure. There were no adverse consequences for the patient.